Manufacturer narrative:
Evaluation codes, results, conclusions: inherent risk of procedure ¿ (cerebral infarction). (B)(4).

Event description:
During the index procedure, the patient was treated using a mo. Ma ultra cerebral protection device to treat a lesion at left ica to cca. The operation was successfully completed by pre-dilation, non mdt stent deployment, post-dilation and aspiration. Within 24 hours, the patient suffered hemiplegia. Severe cerebral vascular spasm was observed at the territory of right middle cerebral artery. It was also confirmed by cerebral angiography that the plaque protrusion was observed at the lesion of stent deployment. The following day, an additional stent was deployed inside the previous stent. The event was assessed as not related to the device but related to the procedure. The outcome was reported as not recovered.

Manufacturer narrative:
The reason for the device use was asymptomatic.

Manufacturer narrative:
The patient recovered from the previously reported plaque protrusion.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Investigator assessed that the previously reported events post index procedure are not related to the study device or procedure.